Manufacturer narrative:
The main component of the system. Other relevant devices are: catalog # etlw1613c93ee, serial # (B)(4), use by date (B)(6) 2019, upn # (B)(4), catalog # etew1313c82ee, serial # (B)(4), use by date (B)(6) 2019, upn # (B)(4) evaluation summary: the exact cause of the left limb occlusion could not be determined from the films provided. Angio¿s at implant were not available for review; the blood flow dynamics could not be assessed from the CT¿s provided. However, this appears most likely to have been caused by device oversizing and overlapping limbs within the small/calcified left iliac. Pre-implant CT¿s revealed that the patient had a proximal neck diameter that ranged from 22 ¿ 21 ¿ 24mm in diameter. The neck contained significant calcification and areas of irregular shaped thrombus along its length. The common iliac arteries were non-tortuous and short, and both iliacs arteries were severely calcified; especially on the left side. The left common iliac artery ranged in diameter from 13 ¿ 11mm, with an 11 ¿ 9 ¿ 7mm flow lumen diameter along the 20 ¿ 30mm length. Review of CT¿s from one month post-implant revealed that the 28mm bifurcate proximal od measured ~22 ¿ 24mm in diameter, and a thin layer of thrombus (1 ¿ 2mm thick) was seen along the inner wall of the bifurcate aortic body. Beginning at the bifurcate flow divider the implanted devices on the contra/left side (gate, contra limb and limb extension) were 100% occluded. Distal flow down the left side reconstituted at the left external iliac artery. The stent graft lumen inner diameter along the lcia measured 7 ¿ 8mm. It is likely that the occlusion was caused by device oversizing within the calcified anatomy. Limb oversizing within the calcified and short length left iliac with 2 overlapping devices most likely caused the limb occlusion. Bifurcate oversizing at the proximal neck may have also contributed. It is also possible that this may have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. Films during or post-intervention which resolved the occlusion were not provided.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 9.1 cm in diameter abdominal aortic aneurysm artery aneurysm. The proximal aortic neck is 23 mm in diameter and 30 mm in length. The left iliac artery was short in length (20 mm) and tapered from 12mm to 9mm. It was reported that a CT revealed that there was occlusion of the left iliac limbs that extended to the bifurcate. The physician elected to perform a thrombectomy and realigned the left side with two additional stent graft limbs and a 10 mm balloon expandable stent. The left side was determined to be patent again after the intervention was performed. Per the physician, the cause of the event was related to too much stent graft material in a short tapering iliac artery. No additional clinical sequelae were reported and the patient is fine.